Event description:
Procedure type: laparotomy. According to the reporter: pt, who underwent surgery in april, has peritonitis. The client's state is associated with the use of the stapler. This notification was received only today.

Manufacturer narrative:
(B)(4).